Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Analysis of the returned sample revealed that the inner surface of the hub was slightly damaged. The catheter assembly was tested for leakage, and no leakage occurred despite the damage found in the inner surface of the hub. Additionally, the luer cone was tested and found compliant to the specifications. The reported issue could not be confirmed therefore, no further action was taken. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a liquid leak occurred. This occurred during patient use/administration. There was patient involvement and no patient harm/adverse event reported.